Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy that the prongs broke off the end of the anchor. The broken pieces were removed with a grasper. There were no reported patient injuries. No other complications were noted.